Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulties with sensor. Customer reported that sensor fell off when attempting to apply and believes it was due to blood at site. Customer's blood glucose was 400 mg/dl, and was treated with food. Customer was advised that sensor would be replaced.